Event description:
It was reported that the patient presented in clinic for follow up. During device interrogation, erroneous pacemaker values were detected, and the device couldn't be interrogated. Programming changes were made to resolve the event. Patient was stable.